Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 175204f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 175204f met all release criteria prior to product release. There is 1 similar report for this lot. B)(4)

Event description:
Adverse event(s): "red eyes" (red eye(s)); "burnt cornea" (burn, corneal). Product problem(s): "none reported" (no information). A consumer reported she experienced red eyes following the use of this product. She removed her lenses for a few days and the condition improved. When she started using the product again, she stated her condition got worse. She reported that she visited her optometrist after about a week, who told her the top two layers of her cornea were burnt.